Manufacturer narrative:
Findings: pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 105 mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was just sitting at desk and got chirpie sound. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.